Manufacturer narrative:
H3: product analysis: visual and functional inspection confirmed the ibt has some dried media in the balloon tip. Presence of dried contrast media in the balloon tip indicates that the ibt has been used at least one time. Functional inspection confirmed the ibt would not inflate and the metal guide could not be inserted in the shaft of the ibt. It appears the ibt is jammed due to dried media. Unable to determine root cause of issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a spinal procedure for a compression fracture at l3. It was reported that the contrast media came out of the stylet entrance and the balloon did not inflate. After the balloon was inserted into the vertebral body, an attempt was made to inflate it, but the balloon did not inflate. When the stylet was removed, the contrast media leaked from the stylet insertion slot. The product was removed and checked on the outside of operative field, the same event was confirmed. Therefore, a new product was opened and used, and procedure was completed successfully without any problems. There was a delay of less than 60 mins. There were no patient symptoms/complications. The product will be returned and was replaced. Procedure/therapy: percutaneous kyphoplasty.